Manufacturer narrative:
A review of latitude data showed that the device had declared elective replacement indicator (eri) battery status six days earlier, with a monitoring voltage of 2.70v and a charge time of 21.0 seconds. The device was not included in the mid-life display of replacement indicators advisory population, but appeared to be exhibiting that behavior. As of today, available information indicates this device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The patient contacted technical services, and was referred to his physician to have the device checked.

Manufacturer narrative:
The device was later explanted and replaced with another boston scientific ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eol was declared after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--